Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the device was explanted and the patient expired. In (B)(6) 2016, a 27 mm watchman ® laa closure device was implanted during a left atrial appendage (laa) closure procedure. In (B)(6) 2017, the patient underwent open heart surgery for mitral valve replacement. During the surgery the watchman ® laa closure device was explanted, as a 3 mm jet had been noted at follow up. The implanting center reported there were no issues related to watchman. The patient did not survive the admission as a result of surgical complications.